Event description:
It was reported that the pump emitted a loss of prime warning. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results. A review of the pump history did not indicate that loss of cartridge detection had occurred.. Recall - 2531779-03/24/2010-003-r.